Event description:
During the creation of a bone flap with the midas rex system, the blade which is the working end of the midas rex stopped cutting. It was noted by the staff and physician that the end of the blade appeared to have broken off. The remainder of the bone flap was created by the physician using a kerrison rongeur.